Manufacturer narrative:
B3: Date of event is estimated.As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient saw sparks at the device's charging port when plugged in. There were no patient health changes due to the event. The patient used their stationary unit after. The patient has received their replacement device with no issues.